Event description:
The customer reported a leak at the connection between texium and smartsite valve. The event occurred in the oncology output infusion specialty clinic care area. There was no report of pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of leaking. The customer stated the set was not saved and is not available for failure investigation.